Event description:
It was reported that the device was implanted and explanted in 2007 due to an unk reason. Two f/u attempts were made to the surgeon's office to obtain further details. No response received.

Manufacturer narrative:
Device not returned.